Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure the suture of a proglide device was successfully placed in a common femoral artery using the preclose technique. The suture of another proglide was attempted to be preplaced; however, the needles came up without any suture. The suture of a third proglide device was successfully placed using the preclose technique. The arteriotomy was 6f. The sheath was upsized to 18f for the aaa procedure. After the completion of the aaa procedure the two successfully preplaced sutures achieved hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported needle to cuff miss was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.